Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by auxiliary drawer 1.1 not being detected on the communication bus. A field service engineer reported that upon arrival at the site, the issue had already been resolved, and no further issues were identified. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system 10sw auxiliary drawer 1.1 was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.